Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the uso seal contamination, rear case damaged. Functional testing was performed. The reported event was confirmed through accuracy test and the complaint was confirmed. The uso seal contamination, rear case damaged were replaced. The device passed all functional testing after repair.

Event description:
It was reported that the pump had a failed volume - too high (21.466). Per reporter, there was no patient involvement. Evaluation of the returned product confirmed the reported event of the pump had a failed volume- too high.